Manufacturer narrative:
Unit passed displacement test and selftest. No missing segment and no screen is discolored during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s screen was discolored and not clear. The insulin pump had not been dropped or bumped. The customer¿s blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.